Manufacturer narrative:
The lead was capped during routine pulse generator change out.

Event description:
It was reported that the patient experienced muscle stimulation in the past and the left ventricular lead had been turned off for some time. The physician decided to cap the lead during a routine pulse generator change out procedure.